Event description:
It was reported that during a case the rotational adaptor was inaccurate.

Event description:
It was reported that during a case the rotational adaptor was inaccurate.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.